Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up in backup vvi mode. A device image was received for further investigation. Due to unexplained por, a download was not performed. The device was explanted and replaced successfully. The patient experienced a reaction to anesthesia, while moving her from operating table the patient coded - unrelated to the device. She is in intensive care unit and is under monitored care. The device would not be returned as it was disposed of by the surgical team.